Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient on impella 5.5 support had an ischemic stroke. The patient had been critically ill and there had been a concern of impaired neurological status prior to the stroke. The patient eventually expired after the family withdrew care. Medical safety review of the event noted that the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.